Event description:
Per the audiologist, implant testing done at the clinic in 2008 showed normal receiver/stimulator function with multiple electrode anomalies. Explantation / reimplantation has been recommended but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.